Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.other intervention type: lvad